Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Device was received with no physical damages. Functional testing was performed and no electronic audible alarm or led for high pressure found. The reported issue was confirmed. The root cause of the reported issue was found to be a out of specification pressure switch. The switch was replaced and device was retested and all test passed successfully. Operator of device is unknown. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported an out of the box failure. There was no audio and no led during high pressure condition. No patient injury was reported.